Event description:
3/97 anterior cervical disc 7 cervical vertebra 4-5 and cervical vertebra 4-6 w/instrumentation persitant left cervical neuropathic pain past cervical vertebra 5-6, cervical vertebra 4-5 disc excisions and fusions for rt arm pain. Defect in the neuroforamen w/cervical vertebra 6-7 on the left pain agonizing, began past march. Hasn't responded to conservative treatment, proceed w/a new disc excision and fusion. Danek atlantes plate was affixed from cervical vertebra 4 - cervical vertebra 7 with (2) 13mm screws at cervical vertebra 4, (2) at cervical vertebra 7 and one at previous cervical vertebra 5-6 fusion.